Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) the tip of the thunderbeat probe broke off and fell inside the pt's cavity. The broken piece was retrieved from the pt and was discarded following the procedure. No further info provided.

Manufacturer narrative:
The rptr was contacted to obtain add'l info regarding the report and was informed that the ultrasonic probe broke off during the colpotomy portion of the procedure. The tissue being dissected was the cervix. Based on the user's opinion, the probe broke off due to excessive bending of the shaft of the instrument. The pt was extremely obese and as a result of the instrument shaft would bow due to excessive adipose tissue weighing on the instrument. The broken piece was said to have landed in the pt's cul-de-sac and was retrieved during the closing of the vaginal cuff. No add'l instrument was opened as the procedure was virtually completed. The error code "u504" was said to have appeared on display during the procedure. The generator was said to have been used on subsequent procedures and there was no further issue reported. The subject device was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. If add'l and significant info is rec'd at a later time, this report will be supplemented.